Manufacturer narrative:
The device will not be returned for evaluation as the stent remains in the patient. Review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5x38 mm xience sierra stent referenced is being filed under a separate medwatch report.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019 two xience sierra stents, sizes 3.0x18 and 3.5x38 mm, were implanted in the distal right coronary (rca) artery. On (B)(6) 2020 the patient had stable angina pectoris. Restenosis was found between the two stents within 5 mm of each stent. Angioplasty was performed and a new stent was implanted in the rca. The angina resolved. There was no adverse patient sequela. No additional information was provided.